Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned with the helix retracted. Testing confirmed the lead to be electrically continuous.

Manufacturer narrative:
This report will be updated if additional information is received or if the lead is returned for analysis.

Event description:
This lead was returned to allow for reliability analysis.

Event description:
Boston scientific crm received information that this right ventricular defibrillation lead was an attempted implant due to an inability to obtain r-wave measurements via a pacing system analyzer despite mapping several different locations and lowering the sensitivity setting during the placement procedure. A different lead was then used and successfully implanted with satisfactory measurements. There were no adverse patient effects. Product return for analysis has been requested.